Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported:"8 strands used in total on two separate patient" please clarify, has the second event with 4 strands has it been previously reported to ethicon? If so, provide the respective reference number(s). For this second event occurred in different procedure please provide the following information for the patient event: - what is the procedure name? - what is the procedure date? - was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. - if medication was required, please clarify if it was prescribed by a physician. - what is the most current patient status? - can you identify the product code and lot number of the product that was used? For this event: did the suture break during the procedure? Or did the needle separated from the suture during the procedure? Were x-rays performed to localize the needle? Was the needle removed from the patient? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain lot number? Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m. Events reported via: 2210968-2022-04318, 2210968-2022-04330, 2210968-2022-04331.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2022 and barbed suture was used. During the procedure, it was reported that 4 sutures broke when sewing in the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/07/2022. Component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: h6 medical device problem code.